Manufacturer narrative:
Concomitant products: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 37746, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that there was an overstimulation sensation. It was noted there was a shocking or jolting sensation. It was unknown when the symptoms had occurred. It was further noted that the day following implant the stimulation was so strong that the patient was convulsing and the patient was afraid to turn stimulation on again. It was noted that the programmer training received was minimal or ineffective. Stimulation was off and at 1.2v. Stimulation was decreased to 0.0v and turned on. Stimulation was increased until the patient just barely felt it at 2.4v. Additional information received reported that the patient had the trial stimulator put in earlier in the year prior to this report. Patient had a permanent implant scheduled on (B)(6) 2013. It was noted that the patient¿s wife went to set the stimulation and something was terribly wrong, it jolted the patient real bad, it knocked him off the sofa. Patient kept getting muscle spasms that made his body flop all around and his wife had a hard time turning it off; after a period of time they got it turned off. Patient had no way of knowing what to do and was not going to be shocked again. Patient had a lot of pain and needed advice on if he should use the stimulator. Patient¿s wife was able to ¿get the thing working¿ on the following tuesday. It was noted that the patient was fighting cancer. Patient was strongly considering having the device removed.